Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included syncope, headache, neck pain, carpal tunnel syndrome, wrist pain, numbness of upper extremities, tingling, migraine, irregular periods and dysmenorrhea. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy-full, salpingectomy-bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding). Insertion details, specify-number of coils -right: 3 coils left: 2 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) showed bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, hysterectomy: endometrial polyp disordered proliferative endometrium cervix and bilateral fallopian tubes with no significant abnormality. Clinical history :menorrhagia , dysmenorrhea. Gross description received in formalin labeled cervix, uterus, bilateral fallopian tubes" is a 123 g, 10 cm (fundus-cervix) x 5.2 cm (cornu -cornu) x 4.3 cm (anterior-posterior) uterus with cervix and bilateral tubes. The serosa is tan, smooth. The ectocervix is tan, smooth and glistening measuring 3.3 cm in diameter with a 1.6 cm slit like cervical os. The specimen is opened to reveal a 5.2 x 1.7 cm triangular endometrial cavity and a normal endocervical canal. Sectioning reveals a tan-red endometrium averaging 0.3 cm in thickness. Multiple small polypoid lesions are noted on the endometrial surface, measuring 0.3 cm. The myometrium measuring up to 2.4 cm in thickness and shows dilated blood-filled cavities within the deep myometrial wall. The bilateral purple-grey fimbriated fallopian tubes average 8.0 cm I n length x 0.7 cm in diameter and sectioning reveals stellate pinpoint lumina. Representative sections are submitted as labeled: anterior and posterior cervix, anterior endomyometrium, posterior endomyometrium, right fallopian tube (fimbriated end entirely submitted), left fallopian tube (fimbriated end entirely submitted), additional full thickness anterior endomyometrium.specimen(s) received :uterus with tubes, hysterectomy - a. Cervix, uterus and bilateral fallopian. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: new pfs and mr received- new event vaginal bleeding and vaginal pain were added.lot number and reporters information were added.concomitant and historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy-full, salpingectomy-bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event of "injury" was updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included syncope, headache, neck pain, carpal tunnel syndrome, wrist pain, numbness of upper extremities, tingling, migraine, irregular periods and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)").on an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy-full, salpingectomy-bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding). Insertion details, specify-number of coils -right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) showed bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, hysterectomy: endometrial polyp, disordered proliferative endometrium, cervix and bilateral fallopian tubes with no significant abnormality. Clinical history :menorrhagia ,dysmenorrhea. Gross description: received in formalin labeled cervix, uterus, bilateral fallopian tubes" is a 123 g, 10 cm (fundus-cervix) x 5.2 cm (cornu -cornu) x 4.3 cm (anterior-posterior) uterus with cervix and bilateral tubes. The serosa is tan, smooth. The ectocervix is tan, smooth and glistening measuring 3.3 cm in diameter with a 1.6 cm slit like cervical os. The specimen is opened to reveal a 5.2 x 1.7 cm triangular endometrial cavity and a normal endocervical canal. Sectioning reveals a tan-red endometrium averaging 0.3 cm in thickness. Multiple small polypoid lesions are noted on the endometrial surface, measuring 0.3 cm. The myometrium measuring up to 2.4 cm in thickness and shows dilated blood-filled cavities within the deep myometrial wall. The bilateral purple-grey fimbriated fallopian tubes average 8.0 cm I n length x 0.7 cm in diameter and sectioning reveals stellate pinpoint lumina. Representative sections are submitted as labeled: anterior and posterior cervix, anterior endomyometrium, posterior endomyometrium, right fallopian tube (fimbriated end entirely submitted), left fallopian tube (fimbriated end entirely submitted), additional full thickness anterior endomyometrium.specimen(s) received :uterus with tubes, hysterectomy - a. Cervix, uterus and bilateral fallopian. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.